Manufacturer narrative:
.

Event description:
The customer stated that they received an erroneous result for one patient tested on an accu-chek inform ii meter with serial number (B)(4). Hourly glucose testing was performed. No further actions were taken. The glucose result from the meter at 5:47 p.m. Was 33 mg/dl. The glucose result from the meter at 5:54 p.m. Was 129 mg/dl on the same patient. The customer did not know which result was believed to be correct. The same lot number of test strips was used to perform both measurements. The patient was not adversely affected. The test strips have been requested for investigation.

Manufacturer narrative:
No product was returned. No cause could be determined for the result discrepancy since the product is not available for investigation